Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose, and she was given 10.0 units of insulin. Troubleshooting was declined as customer still is in the hospital at this time. The customer's most recent glucose reading was 177mg/dl. Reviewed the prime history and found that the customer wears the same infusion set and reservoir up to five days. Advised the caller that the customer is wearing the infusion set past five days, and the recommended time is two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.